Manufacturer narrative:
Additional information: a1, b5 and h6 ( patient code) device evaluation: one cadd solis vip pump was returned for analysis. Functional testing was performed. It was determined that there was a a speaker beeper failure low sound and or distorted. A shorted piezo is the cause of the issue. It's recommended to replace both piezo's-front and rear.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that the cadd solis vip pump has no sound. There were no adverse events reported.